Event description:
Rptr writes, "please be advised that this law firm represents an individual who was a resident of a nursing home on 11/16/96. She was placed in a bed that appears to have either been mfg by invacare corp of elyria, ohio, or grant enterprises (smith & davis) of tustin, ca. Apparently, the resident was not being properly supervised and her head became entrapped in the bed side rails where she suffocated to death."